Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of events, which was in response to MDR criteria revisions and ongoing process improvements. Concomitant medical device: 419688 lead, implanted: (B)(6) 2014.

Event description:
It was reported the clinic should be informed that remote website cannot process a transmission with cardiac resynchronization therapy pacemaker (crt-p) implant detection on. The client should check the procedures and take the appropriate steps to permit future transmissions from the device to be processed by the remote website. Technical support (ts) spoke with an account representative, and the need for implant detect to be turned "off" with a programmer in order for the remote transmission to come through successfully. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.